Manufacturer narrative:
A getinge field service engineer (fse) reported that an error message was noticed when carrying out the final test. When connected the cardiosave trainer, the message appears immediately: remove system trainer - patient cable connected. But no other cable is connected to the device. The cardiosave can be operated normally, it recognizes the ECG and the pressure signal and pumps normally, despite the error message. With an external ECG simulator, the cardiosave can be operated perfectly, no error appears. The customer has not yet signed the cost release. Therefore, no repairs have been carried out yet.

Manufacturer narrative:
Due to character limit in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed an error message during the final test. Upon connecting the cardiosave trainer, the following message immediately appeared: "remove system trainer - patient cable connected." However, no other cable was connected to the device. Despite the error message, the cardiosave functions normally, recognizing both the ECG and pressure signals and operating as expected. Additionally, when tested with an external ECG simulator, the cardiosave operates perfectly without displaying any error messages. No patient was involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation conclusions), h11. Corrected fields: d5, e1 (initial reporter, event site email and event site telephone), e2, e3, e4, g2. Due to character limit in block e1 telephone number: (B)(6). The customer has confirmed that they won't be able to repair it. It's no longer cost-effective. They would prefer to purchase a new device.